Manufacturer narrative:
The complaint device was not received for investigation. The image was reviewed, and the complaint condition can be confirmed. The threaded section of the driving cap is broken off. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.523 lot: 53p7137 manufacturing site: (B)(4) release to warehouse date: 15 september 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, the driving cap broken during an unknown procedure. There was a surgical delay of two (2) minutes. The procedure was successfully completed. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).